Event description:
Note: event date is unknown. The customer has reported a pt (age and gender unknown) experienced a shock, while using a refurbished endostat 11 generator. Pt condition was not reported to boston scientific.